Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable wires became exposed resulting in difficulties charging the pump. Additional information was not provided. The customer declined further troubleshooting with tandem technical support. A replacement cable and wall adapter was sent to the customer to resolve the issue.